Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left bundle branch lead was not successfully implanted due to lead got entangled in septal tissue. This lead was unable to be removed. Furthermore, this lead was surgically abandoned. A new lead was implanted. No adverse patient effects were reported.